Manufacturer narrative:
One cadd legacy 1 pump was received damaged with a damaged housing and screen. The event history log was reviewed and there was no evidence of the reported issue. The moment the device was powered up, it started double beeping. The downstream sensor, damaged front and rear housing (screen included and clock battery were replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump's clock battery needs to be replaced, the rear case was damaged and the pump was double beeping. There was no reported adverse event.